Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed, and analysis of the device memory indicated atrial oversensing and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to high impedance and oversensing. During the replacement procedure, the new ra lead helix failed to extend after multiple repositioning attempts. Multiple stylet exchanges had occurred, and were becoming progressively more difficult to insert. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.